Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Battery voltage was 2.71 v on 2016-07-25.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited unexpectedly short longevity due to frequent therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.